Manufacturer narrative:
A1-a5 patient information was not provided. D.4. Lot number is unknown. This information will be provided in a supplemental report if made available. H.4. As the lot number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.11 livanova USA inc. Manufactures the smart perfusion pack. The event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA has received a report indicating disconnection of the 3/8" main venous line from the reservoir. There is no report of any patient injury.